Event description:
Patient underwent posterolateral fusion from l4 to sacrum on 07/06/92. On 07/16/92 patient underwent surgery for closure of multiple dural tears. On 07/21/92 patient underwent surgery to repair leak of cerebrospinal fluid. On 03/19/93 right side of tsrh instrumentation was removed. Fusion appeared solid. On 09/20/93 had remaining tsrh removed. No fusion had occurred.